Event description:
It was reported to fresenius (via voluntary medwatch report mw5175806) that the hemodialysis (hd) patient was in treatment utilizing the fx coral fx80 when they reported shortness of breath. The patient was also hypotensive. The patient was administered normal saline (ns) and oxygen (o2). 911 was activated and the patient was referred to the local hospital for further evaluation. Similar episodes occurred on 3 other occasions with the same outcome. Additional information was obtained through follow-up with the clinic manager. The patient was scheduled for a regular 3 hour and 30 minute hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs were blood pressure (bp) 178/81, heart rate (hr) 69, and respirations (r) 18. The patient was initiated on treatment at 12:00pm utilizing the fx coral fx80 dialyzer. At 12:25pm the vital signs were documented as bp 100/61, hr 78, o2 sat 89-92%. The patient reported shortness of breath at 12:29pm. The event was classified as a dialyzer reaction. The treatment was discontinued at this time. The patient¿s blood was returned. The patient was administered 400ml ns 0.9% IV and 2l o2. Additionally, the patient was administered oral acetaminophen 650mg for shoulder pain. The patient was transported to the emergency room (ER) via emergency medical services (ems) and admitted to the hospital. The patient was administered 6l/min solumedrol 81.25mg IV, zosyn 4.5g IV, and vancomycin 1g IV. The patient was discharged on (B)(6) 2025. The patient has since been transitioned to a new dialyzer with the gambro revaclear 300 which has resolved the patient¿s issues.